Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image appeared due to a faulty charge coupled device (ccd), the root cause of why the ccd was faulty could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found that the connection between the charge-coupled device and the cable unit was corroded due to liquid intrusion, causing the problem of no image. In addition, the cable boot was noted to have fallen off. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the screen went "black." The problem, as reported to olympus, was identified during device maintenance. There was no patient involvement, associated with the event, reported to olympus.